Event description:
On (B)(6) 2014, a customer reported an unexpected abo mistype when testing a blood sample on a galileo echo.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the testing instrument on (B)(4) 2014. As is expected with examples of a2b (with anti-a1), the anti-a test well showed very slight agglutination, below the detection limit of the galileo echo (as described in the instrument operator manual). Consequently, an unexpected, but believable abo type b was generated.